Event description:
The lay user/pt contacted lfs on (B) (6) 2010, alleging a date and time issue on her one touch ultra meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact lfs to obtain further clinical info. The pt mentioned that the alleged reported issue with the meter began on (B) (6) 2010 at 5:30 pm, after she had changed the battery on the meter. The meter kept reverting into the set up mode and the meter was displaying the date and time. She took her insulin after attempting to use the meter; however, it is unk how much insulin she had taken. At 7:00pm, the pt became dehydrated. She did not seek any medical attention or contact her physician for assistance. It is unk whether the pt self-treated or how long symptoms lasted. Customer care advocate (cca) assisted the pt and issue was resolved over the phone. The meter was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, whether the pt self-treated and how long symptoms lasted. It would have also been helpful to know how much insulin the pt had taken after attempting to use the meter. The complaint is being reported since the pt alleged that due to the reported issue, she took insulin and 1.5 hours later, developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.